Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose, measured at 62 mg/dl about an hour prior to the call, and self-treated with 15 grams of oral glucose gel; the user later ate a banana and observed glucose rising from 110 mg/dl to 170 mg/dl, and was advised that snacks exceeding 15 grams of carbohydrates should be announced as a meal. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a device problem, no device component implicated, and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.